Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lung cancer and a cardiac arrythmia. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.